Event description:
The pt in january 2002 saw dr for firmness in their (r) breast. Dr performed surgery in may 2003 and found that the (r) device had inflated to 420cc. The device is a 241cc saline. The doctor examined the device and could not find a problem with it, he filled it again and reimplanted it. Received the op report from dr. The doctor noted, "there were two unusual findings. 1. This was a 240 cc textured saline mcghan implant and yet there were 420 cc of fluid in there, way beyond what would have been put in, in the first instance. 2. Also, the fluid itself was somewhat yellow discolored and soapy in the sense that when it was squirted out it foamed. It is difficult to say whether this was serum or what, but there was obviously something other than saline inside. Per dr there were no signs of infection. He did not culture the fluid removed from the device. He said he would have rinsed the pocket with betadine, but never would have put it in the saline, with which he filled the device. He did not observe any granulation in the tissue response in the pocket, which he would expect if there was an infection. The pt had not experienced any ill health or trauma prior to the onset in january 2002. He also pointed out that the onset is nine years from the implantation date.